Event description:
Translated from french: mammary prosthesis implanted in 1975. Changed in 79 due to prosthesis hardening. Excised in 93 due to perforation of the prosthesis & induration of the right.